Event description:
Customer reported that she has been receiving no delivery alarms. Customer disconnected the insulin pump and stated that she hears a high pitch noise when rewinding. She did a complete set change and received a no delivery when filling the cannula. Customer stated that the device is causing her blood glucose to go high at 500 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; device did not alarm no delivery. She changed the battery and she ran the piston all the way and hasn't heard the noise again. Current blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.